Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with spondylolisthesis and spondylolysis l5, s1. The patient underwent partial l4, l5, s1 laminec tomy with bilateral neural foraminotomy and transforaminal lumbar interbody fusion with interbody device and bone morphogenic protein, autograft from same incision, as bone graft harvest and pedicle screw fixation l5-s1, and posterolateral fusion l4, l5, s1. As per-op notes, ¿small amount of bone was tamped into the l5-s1 disc space and 8*22 mm biomedical device was placed with a small piece of bone morphogenic protein. Small degree of compression was placed on the pedicle screws and interbody cage. The cap screws were torqued off and bone chips were placed in the posterolateral gutters of l4, l5, s1, which had been previously prepared for posterolateral fusion.¿.the patient was excubated, to the recovery room, stable. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.